Event description:
It was reported that a malfunction occurred on the customer's pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer addressed the elevated blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was able to continue using the pump and was advised to contact support again if any malfunction reappeared.